Event description:
(B)(4). Pain on right side started right after placement. Increased headaches. Extremely itchy hives/rash all over my arms/shoulders. Possible cervical cancer. Extreme fatigue. Dizziness.